Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. - litigation alleges that patient has experienced severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis. Doi: (B)(6) 2004 - dor: none reported (unknown side). Patient is a resident of (B)(6). Update: 10/18/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update - (B)(6) 2012 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address osteolysis and pain. Aug. 27, 2014 updated patient and product codes. On 3/28/2015 all complaint documents have been scanned and attached. Update ad 23 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition in what was previous alleged, ppf alleges elevated metal ions. Added stem due to alleged elevated metal ions. Patient's revision is on the right hip.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.